Event description:
The patient was revised due to subsidence of the tibial component.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported manufacturing lot number. The initial reporting stated the product is not suspected of contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.